Event description:
It was reported that prior to use with bd microlance¿ 3 needles the medical device label was missing from the package. This is the 2nd occurrence. The following information was provided by the initial reporter, translated from german to english: our customer informed us that another batch of microlance did not have medical device (md) labeling on package.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 304432 and lot number 220626. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality engineer team. Through examination of the pictured labeling, no defects were found, as the labeling was the currently approved label.

Event description:
It was reported that prior to use with bd microlance¿ 3 needles the medical device label was missing from the package. This is the 2nd occurrence. The following information was provided by the initial reporter, translated from german to english: our customer informed us that another batch of microlance did not have medical device (md) labeling on package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.